Event description:
The user facility reported that something was noticed on the tech screen. The tip of the radifocus wire broke off in the patient. They checked the wire off the table; tip was split and the part that split broke off. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. Additional information was received on 02aug2021. The procedure being performed was a left leg angiogram. The wire was located in the patients left lower leg/ sfa. The tip of the wire was not retrieved from the patient's body. There was no blood loss. Once the tip broke the procedure was perused with intentions to fix the distal occlusion, no success in getting pack the blockage; not due to the wire; due to the occlusion.